Manufacturer narrative:
The reported events were a helix mechanism issue, inadequate capture, r-wave amp variation, and extra cardiac stimulation. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, and h6.

Event description:
New information notes the right ventricular (rv) lead was explanted. During revision the helix was unable to extent, the physician elected to use another lead. The patient condition was stable before, during, and afterwards.

Event description:
New information notes patient discomfort. The patient condition was stable.

Manufacturer narrative:
Correction: b5 and h6 for missing code for extra cardiac stimulation.

Event description:
New information notes extra cardiac stimulation on the right ventricular (rv) and lead was explanted. During revision the helix was unable to extent, the physician elected to use another lead. The patient condition was stable before, during, and afterwards.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and r wave amplitude variation on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.